Event description:
It was reported via a legal notification that a male patient, initial right hip implanted on (B)(6) 2014, underwent a revision procedure on (B)(6) 2020, approximately 5 years 10 months post the initial implant procedure due to acetabular loosening, poly wear and osteolysis. The surgeon indicated that the femoral component was "very well fixed with no loosening whatsoever," but that "the cup was completely loosened.¿ the surgeon inspected the acetabular and found a large but contained defect centrally, involving the medial wall likely due to poly wear and osteolysis. The acetabular components and the femoral heads were revised. The patient continues to endure painful recovery and rehabilitation process from his revision.

Manufacturer narrative:
No device return anticipated due to this being a legal case. Concomitant medical products: 2927690, 120-65-30, bone screw 6.5mm dia x 30mm long, 2949206, 180-01-56, nv crown cup clstr hole 56mm group 3. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Further investigation found this event has already been reported under report #1038671-2020-00257.